Event description:
Asr revision recommended - left hip.

Event description:
Customer reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 560 mg/dl, 158 mg/dl, and 153 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.